Event description:
During the procedure, the tip of the wire separated from the body of the wire and remained in the pt. The pt taken to surgery and the device was successfully removed. The remainder of the wire was not saved. The pt is doing well.